Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device appears to be related to user technique and ultimately resulted in the slda of the clip. In addition, it appears that patient morphology/pathology influenced the slda, as the prolapsed and frail condition of the leaflets likely impacted leaflet insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The two other clips referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4. The first clip (70125u225) was implanted without issue. A second clip (70125u213) was taken to the valve and positioned; however, there may have been interaction with the first deployed clip as the first clip experienced a slda. The second clip was deployed medial. A third clip (70125u221) was deployed lateral to the first clip. After deployment of the third clip, it was noted that the clip also experienced a slda. A fourth mitraclip was implanted to stabilize the third clip. Mitral regurgitation was unchanged at grade 4 with the four implanted clips. The physician commented that the leaflets were very frail and suspects that the leaflet may have torn away inside the first and third clips. No additional information was provided.